Manufacturer narrative:
Evaluation of the returned lantern delivery microcatheter (lantern) confirmed that the device was fractured on its mid shaft. Evaluation revealed that the device was kinked at the fracture site. If the lantern is retracted against resistance at angle, the device may become kinked and subsequently fracture. The complaint reported that the patient¿s anatomy was mildly tortuous and mildly calcified which may have contributed to the resistance during the procedure. Further evaluation revealed that the device was ovalized on the distal shaft. This damage was incidental to the complaint and likely occurred during the removal. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), a guiding sheath, and an angiographic catheter. It should be noted that the patient's anatomy was mildly tortuous and mildly calcified. During the procedure, while removing the lantern to perform an angiography, the physician experienced resistance. After removal, the physician inspected the lantern and found that the lantern had fractured at the mid-shaft. Therefore, the sheath and angiographic catheter containing the fractured segment of the lantern was removed. The procedure was completed using a non-penumbra microcatheter, non-penumbra coils, and the same sheath and angiographic catheter. There was no report of an adverse effect to the patient.